Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred continuously. Another device was used to complete the case. There were no adverse consequences to the patient.